Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, a conclusive cause for the balloon ruptures could not be determined. It may be possible that the rupture occurred due to interaction with lesion calcification or associated devices; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the right common iliac vein. A non-abbott stent was implanted. Then one 14 x 60 mm armada 35 and one 14 x 40 mm armada 35 balloon dilatation catheters (bdc) were advanced simultaneously through two different access sites for post-dilatation. However, both balloons ruptured at 6 atmospheres during the first inflation. Both armada bdc devices were simply removed. The procedure ended at this point. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.